Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide with a 7fr sheath, after a percutaneous coronary interventional procedure (pci). Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: correction - sheath size 6f removed; sheath size 7f added. Evaluation summary: the device was returned for evaluation. The scope of this investigation was very limited and the reported cuff miss could not be confirmed because key device components were not returned for evaluation. Based on visual and functional analysis of the returned device, the probable cause for the reported cuff miss could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the investigation, there does not appear to be any indication of a product quality deficiency.